Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was looseness inside the subject device. During the incoming inspection at olympus (B)(4), it was found that the 2nd regulator unit of the subject device was leaking. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the gas leakage was confirmed from the electropneumatic proportional valve of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration due to passing more than 7 years since manufacturing the subject device. If additional information is received, this report will be supplemented.